Manufacturer narrative:
Patient information was not provided for reporting. Additional device product codes: gwo, gxr. Device broke intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported following: it was reported that on (B)(6) 2017, tip of the screw broke off during the procedure. Broken tip was left in the patient. There was no surgical delay and the procedure was completed with patient in stable condition. This report is for one (1) ti matrixneuro screw self-drilling 4 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The returned titanium matrixneuro screw (04.503.104) is part of the matrixneuro cranial plating system intended for use in selective trauma of the midface and craniofacial skeleton. The returned screw was received with signs of use consistent with attempted insertion and removal, and screw¿s distal self-drilling tip appears to be slightly deformed with rolled over tip and what might be a minor gouge on the distal tip. Due to the reported condition, and what visual inspection seemed to indicate is a minor gouge at the distal tip of the screw, the complaint condition will conservatively be considered confirmed and further replication is inapplicable. The lot number for the returned screw was unavailable, therefore its date of manufacture could not be determined, and a DHR review could not be completed for it. Relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material associated with drawing is (B)(4). A material test was attempted with (B)(4); however due to the small size of the material an accurate measurement was unable to be obtained. Due to the small features of the returned screw, it is more likely that operational challenges contributed to the complaint condition, rather than a screw material deficiency. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Dimensional check was performed and screw length is conforming to specifications. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. A precaution does exist in the surgical technique to pre-drill in particularly dense / hard bone using 1.1mm drill bit and to not exceed 1,800 revolutions per minute (rpm) when using 5mm screws. Although the returned screw is a 4mm screw, if it was used on unusually dense bone, stress from the resulting forces could have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.